Event description:
It was reported that the doctor was placing in a zimmer peek case for transforaminal lumbar interbody fusion (tlif). While inserting the cage a piece of the outer aspect of the cage broke off. All staff was notified. Broken off piece was retrieved and removed. All staff made aware. Charge nurse in pod 2 notified and report placed. The procedure continued and x-ray throughout the case. The cage was felt by doctor to be securely in place and broken off piece felt not to be an issue per the doctor.

Manufacturer narrative:
Investigation in process.